Manufacturer narrative:
Results: the velocity delivery microcatheter (velocity) strain relief was stretched. Conclusions: evaluation of the returned device revealed that the velocity strain relief was stretched. This type of damage likely occurs due to improper handling during use. If the distal end of the strain relief is held in place, while the device is being retracted, damage such as this may occur. Velocity devices are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a velocity delivery microcatheter (velocity). During the procedure, while advancing the velocity over the wire through an aspiration catheter, the velocity broke and popped at the hub.